Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a hospitalization on (B)(6) 2015 for low blood glucose levels. The customer's blood glucose level at the time of admission was 19 mg/dl. The customer reported that the low blood glucose event happened while he was driving in a snow drift. He stated that someone saw his car pulled over and they called for paramedics who took him to the hospital. No further details were provided.